Manufacturer narrative:
H.6. Investigation: since no samples (including photos) were returned for the reported issue of ¿catheter is damaging while inserting (peel off) wastage of many cannula¿ with lot number 9145936 and 9145935 regarding item # 391591 the complaint could not be confirmed, and the root cause is undetermined. When we investigated batch number 9145936 and 9145935 for material number 391591 the DHR showed no reported qn during its production to release of the batch. The retention samples were used for investigation. The penetration test found within the specification limit and no peel back had been observed. The manufacturing team inspected various product characteristics such as bevel angle, ptfe tube thickness, cannula outer diameter from the retention samples of the reported lots. The test results showed that all these characteristics conformed to the product drawing specifications. As no samples and/or photo(s) were received the investigation concluded that bd was not able to duplicate or confirm the indicated failure. H3 other text : see h.10

Event description:
It was reported that the venflon I 22ga 0.8 mm x 25mm was damaged and peeled back during use while inserting it. Lot #'s 9145936 and 9145935 were reported to have had 10 occurrences of this event each, but the dates and/or patient information are unknown. The following information was provided by the initial reporter: "catheter is damaging while inserting (peel off) wastage of many cannula"

Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is not registered with the FDA. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9145936. Medical device expiration date: 2024-05-31. Device manufacture date: 2019-05-25. Medical device lot #: 9145935. Medical device expiration date: 2024-05-31. Device manufacture date: 2019-05-25. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the venflon I 22ga 0.8 mm x 25mm was damaged and peeled back during use while inserting it. Lot #'s 9145936 and 9145935 were reported to have had 10 occurrences of this event each, but the dates and/or patient information are unknown. The following information was provided by the initial reporter: "catheter is damaging while inserting (peel off) wastage of many cannula."